Event description:
Event description guidant received information that the patient with this pacing system experienced a syncopal episode. Interrogation of the device revealed no obvious abnormalities with the pacing system but it was questioned whether the device was affected by recent safety communications.